Event description:
The pt had a aaa treatment (B)(6) 2007. The physician placed a flex main body and two iliac leg grafts. The pt moved away and was lost at follow up. The pt had a CT scan today and the aneurysm has grown exponentially. There has not yet been any intervention. The physician is waiting for the pt's appendicitis to recede.

Manufacturer narrative:
Aneurysm growth is labeled in the IFU. Event eval: still under investigation.